Manufacturer narrative:
Actual device evaluated by simulated use testing which confirmed the reported issue. Device was disassembled for further evaluation which determined that a failed vacuum sleeve was the cause of the shaft frosting.

Event description:
Upon pre-test all 3 probes developed significant frosting on entire length of probe shaft. The probes were removed from the field and replaced with new probes. All new probes passed pre-testing and the procedure was completed. Complaint 1 of 3.